Event description:
It was reported that the patient presented for a scheduled device upgrade. During the procedure, it was noted that the left ventricular lead stylet became stuck in the lead. While the physician attempted to remove the stylet, the conducting wire came out of the lead with the stylet. The lead was not used, and a new lead was implanted successfully. The patient was discharged.